Manufacturer narrative:
The device history record (DHR) and other quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Consumer reported via email that a tampon fell apart upon removal. We attempted to follow up with her on three different occasions (15-mar-2018, 22-mar-2018, 29-mar-2018), but have been unsuccessful. No additional information is known at this time.